Event description:
It was reported that after an atrial fibrillation (afib) cryo case, a retroperitoneal bleed was discovered. The caller reported that the patient had several blood pressure issues after the procedure before they crashed. The retroperitoneal bleed was confirmed by echocardiogram (echo) and computed tomography (CT). The blood and fresh frozen plasma were provided to the patient, as well as a right chest tube as medical intervention. The patient was reported to be in stable condition. The caller stated the physician believed the injury was not related to the ablation portion of the procedure. The physician believes the injury was related to vascular access at the beginning of the procedure. Reference report: mw5144582. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).